Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulty appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with st elevated myocardial infarction (stemi) and the procedure was to treat the minimally tortuous, non calcified mid right coronary artery (rca). The trek balloon dilatation catheter (bdc) was advanced without issue or resistance and was used for pre-dilatation. The bdc was removed without issue and when looping to put the device on the back table, the hub separated. A new, same size trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.